Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia, with blood glucose of 25 mg/dl. The customer's doctor stated that the customer was driving and blacked out at the wheel, which led to an accident. The customer's doctor then stated that he believes the customer's low blood glucose caused the black out. The customer's doctor also stated that the customer does not have any injuries. It was found that the insulin pump had given a low alarm but that the customer had not heard the alarm. The customer stated that she last changed the infusion set the day before the event. Programming was correct and troubleshooting was performed. The insulin pump passed the self test. Nothing further was reported.